Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was prefilling the cartridges, failed to properly cycle the cartridge, and was using cold insulin. Tandem customer technical support informed customer prefilling the cartridges is off-label per the user guide; as well as, educated the customer to properly cycle the cartridge and use room temperature insulin before use. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.